Event description:
Medtronic received information that a concerto coil had resistance in the microcatheter. The product was being used as per the instructions for use (IFU) but the coil did not pass through the microcatheter that was used in the procedure. A new medtronic device was used to complete the procedure. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis (B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): two concerto implant coils were returned for analysis within a shipping box; within sealed biohazard bag and within an opened concerto implant coil inner pouch. The unknown micro catheter used in the event was not returned. Visual inspection/damage location details: the model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. (Pli-10) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be kinked at load indicator, kinked at break indicator, and kinked at ~143.4cm from proximal end. The implant coil was found to be broken and not returned. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Pli-20) the concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The implant coil was found to be damaged within introducer sheath. The shield coil was found to be intact. The implant coil was unable to be pushed out further from within introducer sheath as it was found to be stuck. Introducer sheath appeared to have blood residue within lumen. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿catheter resistance¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. ((B)(4)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.